Event description:
Healthcare professional stated valve was removed due to ventricular thrombosis, not related to the valve. He attempted to implant another 19mm mo valve but had difficulty seating it and elected to implanted at another co's 17mm valve. Device was implanted 44 days. Pt age at implant 2 days.